Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges"the cuff pilot valve was not working properly. When attempting to deflate or inflate the cuff, the valve seemed stuck." Alleged defect reported as detected during pre-testing, prior to patient use. It was reported there was no complications or injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges"the cuff pilot valve was not working properly. When attempting to deflate or inflate the cuff, the valve seemed stuck." Alleged defect reported as detected during pre-testing, prior to patient use. It was reported there was no complications or injury to the patient. Patient condition reported as "fine".